Event description:
It was reported that during a renal treatment procedure, a portion of the accustick wire became stuck in the pt. The right kidney was being treated. While the physician was completing the procedure, a portion of the accustick wire became stuck in the pt. The pt remained in the hospital on antibiotic therapy. Three days after the index procedure, the physician performed a CT scan to find the exact location of the wire. It was very close to the skin, so a small cut down and blunt dissection was performed to expose the wire. It was then retrieved with hemostats and pulled out. The pt was discharged and his condition is stated as "fine."

Manufacturer narrative:
.